Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states their blood glucose level was 419 mg/dl. Customer did bolus, then start with insulin flow blocks, put new set on and sometimes it work for a couple hours and happens during normal basal or bolus. Customer declined troubleshooting for insulin flow blocked and high blood glucose. The devices will not be returned for analysis.